Event description:
Reference number (B)(4). Event occurred in netherlands. On 09-september-2024, patient faced four infusion sets leakage. The infusion set was in use for 3 days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4. E1: patient city: (B)(6). Patient country: netherlands. H11: since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.